Event description:
A medtronic rep reported that the site's solera driver has significant toggle (10-15 degrees). They were using it in a case today and want it replaced. There was no impact to the pt.

Manufacturer narrative:
The device lot number and manufacture date provision are dependant on the device return to the manufacturer. A replacement part was shipped to the site on (B)(4) 2012. Three e-mailed attempts have been made requesting suspect part return. The suspect device has not been received by the manufacturer for evaluation.